Manufacturer narrative:
The lot number is not known; therefore, the device manufacture date and expiration date can not be determined. The complainant indicated that the device was discarded subsequent to the event; therefore, a failure analysis of the complaint device can not be performed. If there is any further relevant info from that review, a supplemental medwatch will be filed. At this time we are unable to determine the relationship between the device and the cause of the event.

Event description:
It was reported to boston scientific corporation that a solyx sis system was used during a sling placement procedure performed in 2009. According to the complainant, after placement, the physician determined the sling was loose. During repositioning, the barb detached from the mesh. The physician removed the sling, left the barb in the pt and completed the procedure with another solyx sis system. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "fine".